Event description:
The user facility reported that during a therapeutic procedure to address a gastric bleed, the afu-100 peristaltic pump unit did not flush water to wash, and clear the endoscopic field of view at the bleeding site. The procedure was reportedly completed with the use of water from endoscope, and with the use of boston scientific clips. There was no patient injury reported. The patient is reportedly doing fine to date.

Manufacturer narrative:
The afu-100 peristaltive pump unit was returned to olympus for evaluation. The evaluation could not duplicate the user's report the device being unable to flush water. The device was found to operate appropriately. Additionally, the afu-100 was operated with the user facility's esg-100 referenced in 3003724334-2009-00003 and also with an olympus wb991046 test unit. The device was confirmed to operate appropriately in each configuration. The cause of the user's experience could not conclusively be determined. This report is being submitted in an abundance of caution. Cross reference MFR report number 3003724334-2009-00003 for a related report.